Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the up arrow and ok buttons were unresponsive and required hard presses to elicit a response. The reporter denied trauma to the pump. The reporter denied damage or issue with the audio bolus button. The patient reportedly wore the pump on a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow and contrast keypad buttons were intermittently unresponsive; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.